Event description:
Lab owner reported that two abutments broke in function.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was not completed because the lot number was not available from the dental lab.